Event description:
Complaint is reportable based on analysis completed on (B)(6)-2012. It was reported that during a stenting treatment procedure, the stent would not cross the lesion. The physician advanced a 2.5x28mm promus element stent to treat an unspecified target lesion, but the stent was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient status is good. However, analysis of the returned product revealed that there was stent damage.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: a visual and microscopic examination found that the tip of the device had a jagged like damage. This type of damage is consistent with the tip being pushed up against a restriction, during attempts to cross the lesion. A visual and microscopic examination of the crimped stent and the balloon of the device and it was noted that the distal end of the stent appeared to be flattened. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).